Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the paramdics treated for low blood glucose. The blood glucose reading at the time of the event was 39 mg/dl. Paramedics treated with glucose injection. Customer was not taken to hospital. Nothing furher reported.